Manufacturer narrative:
The manufacturer evaluated the device in question and determined that the device is similar to 510k# k182940, therefore MDR reportability was determined on july 8, 2021.

Event description:
Customer reported that the following data related to an event of ultra filtration inaccuracy registered during a dialysis treatment while using the nipro surdial x machine bearing serial number (B)(4): patient's weight on admission was (B)(6), programmed ultra filtration was 1.8 kg. Patient's blood pressure dropped to 95/72 (very unusual for this stable patient). Patient was put into mminimum ultrafiltration ratio(ufr). Fluid removal documented was 1300mls. No further information was provided.

Manufacturer narrative:
The manufacturer evaluated the device in question and determined that the device is similar to 510k# k182940, therefore MDR reportability was detemined on july 8, 2021.

Event description:
Customer reported that the following data related to an event of ultra filtration inaccuracy registered during a dialysis treatment while using the nipro surdial x machine bearing serial number (B)(6): patient's weight on admission was 66.2kg, programmed ultra filtration was 1.8 kg. Patient's blood pressure dropped to 95/72 (very unusual for this stable patient). Patient was put into mminimum ultrafiltration ratio(ufr). Fluid removal documented was 1300mls. No further information was provided.